Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 03-feb-2025 and forwarded to millyard advanced medical products, llc on 04-feb-2025. A report of the patient passing away on (B)(6) 2025 was received by united therapeutics drug safety on 07-feb-2025 and forwarded to millyard advanced medical products, llc on 08-feb-2025. On (B)(6) 2025, the patient and her daughter-in-law reported the pump was alarming for battery and communication issues, and that the patient was off remodulin for three hours at the time of the report. The patient was advised to go to the hospital. It was not reported if any troubleshooting was performed. The status of the backup pump was not reported. Later the same day of the initial report ((B)(6) 2025), the hospital rph reported that the patient was in the ER due to the pumps not working. No adverse side effects were reported. On 05-feb-2025, the patient reported receiving a cassette depleted alarm on a pharmacy-filled cassette. A replacement pharmacy-filled cassette was being sent. On (B)(6) 2025, the patient's daughter (previously reported as daughter-in-law) reported that the patient had passed away early that morning. The event of death was assessed as not related to sq treprostinil in this 73 years old patient and likely related to complications from the progression of underlying pah, further complicated by other comorbidities. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation.